Event description:
A customer reported that they had identified a fluid leak from the reagent probe a of an unicel dxc 800 synchron system when the instrument was sitting idle. When in operation the leak would cease. The customer interfaced with the machine while wearing appropriate personal protective equipment and discovered the leak. There was no healthcare worker exposure of uncovered wounds or mucous membranes to biohazardous material and no injuries were reported. No personnel sought any medical attention in association with this event. Customer supplied data involved two patient results. One of the patient results was not questioned by the customer. The other patient result was potentially impacted by the leak. The result in question involved an erroneously high alanine transaminase (alt) result which was generated by the instrument during the timeframe of the leak. When the sample was repeated on another instrument the result was lower. An amended report was not issued because, per the customer, the difference in alt results was not enough to warrant it as both results were highly elevated. There was no report of death, serious injury or modification to patient treatment associated or attributed to this event. All other results data provided by the customer appeared to correlate with acceptable precision.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 to address this issue. The field service engineer replaced the vacuum waste valve on reagent probe a. A subsequent analyte quality control assessment generated results that were within established specifications. Upon completion of the repairs the instrument was returned into service.